Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported "would not restart itself after a downstream occlusion test" was confirmed through evaluation. The readings from the downstream sensor with a fluid filled IV set were above specification. Evaluation also found that the pressure plate gap was too tight. The unit will be reworked and calibrated per baxter's service procedure to correct this.

Event description:
It was reported that a spectrum pump would "not restart itself after a downstream occlusion test." It was also reported that there was no patient injury.